Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The nanotite tm tapered certain® implants 3.25 x 8.5mm (nint3285) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the implant threads and the drive feature due to usage. The implant had no evidence of any significant damage or malfunction. The product matched print specifications where measured against production drawing. The reported product was located on tooth sites 19 and used for approximately 1 month. The customer has not provided additional pictures or x-ray images of the implant sites. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported that the patient felt pain, had an infection, inflammation, and bone loss during the healing phase. The reported complaint could not be verified with the information provided and following review of the returned products. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report; d4: expiration date, UDI; g4: date received by manufacturer; g7: type of report, follow-up number; h2: follow up type; h3: device evaluated by manufacturer: change ¿no' to 'yes'; h4: device manufacture date; h6: evaluation codes; h10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the patient had bone loss, infection during the implant's healing phase and as a result of the event the patient suffered pain and inflammation. The implant was extracted and the site grafted.